Event description:
The following information was obtained from the patient's nurse: the nurse indicated that as the patient was treated in the hospital, she does not have any additional information to provide. The nurse did indicate that the patient's catheter was pulled and the patient is now on hemodialysis and is doing well. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (gd877282) with no issues noted during the manufacturing process. The root cause was not determined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This is report 2 of 2 for this event.

Event description:
During a follow-up call for the patient's bacterial peritonitis episode on (B)(6) 2010, the nurse indicated that the patient started on automated peritoneal dialysis (apd) with local(pd4) ambuflex in 2009. The nurse also indicated the patient was diagnosed with a fungal peritonitis episode on (B)(6) 2010 and was hospitalized for the peritonitis. The nurse indicated the cause of that peritonitis is unknown and that the patient's catheter is going to be removed. The nurse indicated she did not have any effluent analysis results for this new peritonitis episode yet.